Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment of a thoracic aortic aneurysm with dissection, zone 2, using gore® tag® thoracic branch endoprosthesis. On (B)(6) 2025, a postoperative follow-up CT scan confirmed thrombotic occlusion of the side branch component placed in the left subclavian artery. Since the patient is asymptomatic, the condition is being monitored. It appears that the side branch component did not conform well to the curvature of the left subclavian artery, resulting in poor apposition of the distal edge to the vessel wall. This may have led to narrowing at the inflow area and subsequent device occlusion.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: two radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. Jpeg #1 appears to show: the side branch appears to be occluded. This one image does not show an open pathway for contrast to flow from the portal to the lsa. Jpeg #2 appears to show: all annotations on the images were completed before submission to gore. Essentially the same jpeg image with drawings on it. There does appear to be lack of distal device apposition from the highly angulated vessel. It appears there may not have been enough device to take that turn and seal in it. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.